Manufacturer narrative:
The returned torque limiting handle was evaluated. The torque output was tested and found to be outside of specification. The handle was used after its calibration due date without being returned for recalibration. A review of the manufacturing records did not identify any issues which would have contributed to this event. A review of the device labeling did not identify any issues which would have contributed to this event. Reference report 3003853072-2016-00074 for the mating shaft used with this handle.

Event description:
It was reported that the tip of a final driver broke during final tightening within surgery. The torque limiting handle was evaluated by zimmer biomet personnel and found to output torque outside of specifications. There were no patient impacts reported in association with this event.